Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel that was being oversensed which resulting in pacing inhibition of greater than two seconds. It was noted that rv pacing impedances are stable. Technical services provided troubleshooting options. At this time, the device and rv lead remains in service. No adverse patient effects were reported.